Event description:
It was reported while a patient activated a pod the needle had not retracted. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The downloaded data shows the device completed the first and second priming sequences before it was deactivated. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and no damages or abnormalities were observed that could cause the needle to not retract. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Although no issues were observed, the exact cause of the needle not retracting could not be conclusively determined.